Manufacturer narrative:
On 20 may 2016 the ceramic manufacturer further confirmed that no anomalies were found in the manufacturing process for the ceramic head related to the complaint, and provided a document review reporting as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. Due to the lack of ceramic parts, no further investigation could be done.

Manufacturer narrative:
Additional information received on 11 may 2016 and includes: the cause of pain is unknown. Batch reviews performed on 02 june 2016. Lot 150848: (B)(4) items manufactured and released on 15 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 62/28, code 01.26.2862mhc, lot. 113330 (k092265) (B)(4) items manufactured and released on 10 october 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 148656 (k112115) (B)(4) items manufactured and released on 17 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon revised the head, stem and liner. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 31 july 2016 it was prepared a final report with the information already submitted in the previous reports. On 12 august 2016 the report was sent to the initial reporter and the case was closed.